Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient felt she was experiencing overstimulation. An sjm representative determined the patient was experiencing auto-reduction. It was also reported that CT scan and x-rays revealed the scs lead had migrated. Surgical intervention will be taken at a later date to address the issue.